Event description:
Procedure type: laparoscopic gynecological procedure. According to the reporter: while anastomosing, the needle broke. The broken needle was retrieved from the cavity with forceps laparoscopically. Surgeon sutured manually and completed the procedure. The surgery was extended 30 minutes due to this incident.

Manufacturer narrative:
Initial report sent: 08/08/2008.